Manufacturer narrative:
(B)(4).

Event description:
The patient had 2 leads (from the same lot) implanted bilateral at l5 as part of her axium neurostimulator system. It was reported the patient experienced ineffective stimulation. Reprogramming was unable to provide therapy to the patient's left foot, but was able to provide effective therapy to the right foot. X-rays were taken and the lead had migrated. Surgical intervention was undertaken on (B)(6) 2016 and the leads were explanted and replaced. Postoperatively, the patient reported effective therapy was being received.